Manufacturer narrative:
The reported umbilical hernia requiring surgical repair was assessed as a serious injury related to the coolsculpting procedure. The occurrence of hernia, or aggravation of a pre-existing hernia, are risks inherent to the use of the coolsculpting device, and are detailed in the coolsculpting user manual. Device system logs from the initial coolsculpting treatment were retrieved and reviewed. The vacuum pressure was within normal and expected limits, and no device malfunction was identified. Allergan has "dilligently" attempted to gather additional treatment and device information from the second coolsculpting treatment, but no further information was available. Zeltiq (now allergan) was initially made of the reportable event on 03/21/2018, and an initial attempt to submit this MDR was "nade" on 04/24/2018. However due to transmission issues, this MDR is being re-submitted. Cdrh was notified on 12/21/2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On 03/21/2018 allergan was made aware that a male patient who received 1 cycle of coolsculpting treatment to the lower abdomen on (B)(6) 2017 using a coolmax applicator and a second coolsculpting treatment at a different treatment provider on an unspecified date, was subsequently diagnosed with symptomatic umbilical hernia requiring surgical repair. The patient denied having pre-existing hernia, prior to receiving coolscultping treatments. On 04/23/2018, device system logs were received from the practice who provided the patient coolscultping treatment on (B)(6) 2017. The system log review was completed on 04/26/2018 and showed that the device performed as designed. The holding vacuum pressure during treatment was within the expected range, and no device malfunction was identified. Allergan has "dilligently" attempted to gather additional clinical information, but no further information was received.